Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an unknown trifecta valve was implanted on an unknown date in 2015. During follow up visits in february and june of 2022, that patient had symptoms of angina, palpitations, and shortness of breath. On (B)(6) 2022 the patient was referred to another physician. An echocardiogram showed a mean gradient of 40mmhg and increased aortic stenosis. There was no thrombus on the device. On (B)(6) 2022, trifecta valve was explanted and replaced with a large sized non-abbott valve. Visual inspection of the trifecta device showed calcification of three leaflets. It was noted that the patient was home and recovering well.

Event description:
N/a.

Manufacturer narrative:
Explant of the valve due to aortic stenosis with symptoms of angina and palpitations as well as shortness of breath was reported. The investigation found that there was fibrous thickening of leaflets 2 and 3. All three leaflets contained calcifications. Leaflet 1 and 3 contained small tears which were associated with calcifications. There was circumferential fibrous pannus ingrowth on the inflow surface of the valve which extended onto the bases of all three leaflets. There was also pannus on the outflow of leaflets 2 and 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The calcifications and pannus noted could have contributed to the reported stenosis. There is no indication of a product quality issue with regards to manufacture, design, or labeling.